Manufacturer narrative:
G4: 06mar2020 b4: (B)(6)2020. The service technician confirmed the reported phenomenon was not duplicated. The service technician confirmed an occurrence proximal pressure sensor range error in the error log. Internal check was visually performed but no abnormality was confirmed. Da (data acquisition) board needs to be replaced. The scheduled repair completion is pending until the quote is approved by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06mar2020 b4: (B)(6)2020. The service technician also confirmed by pressure accuracy test that the error at the zero point for the proximal pressure sensor was out of the reference value, so da (data acquisition) board mounting the pressure sensor needs to be replaced. The customer declined repair services. No product was returned for evaluation so no root cause could be determined. No relationship could be investigated. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22apr2020. B4: 24apr2020. The data acquisition (da) board which mounted the pressure sensor was replaced. This part was returned to failure investigation (fi) for analysis. An investigation was performed and no fault was found. Fi investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported a ventilator with a proximal pressure sensor range error. This was reported to have occurred during clinical use. There was no allegation of harm associated with this event.